Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimates after loading a cartridge with insulin. In addition, it was reported that the customer received a cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and will continue to monitor system performance.